Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, device showed tf8912 and could not be cleared. Patient was bagged and device switched out for another one. No harm to the patient was reported.